Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A review of the data log observed, multiple repeated unexpected power off/on. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for internal visual inspection and it failed. A defective battery was found with cracked controller chip. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective receiver battery.